Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-jun-2024, it was reported that patient faced one infusion leakage event. Leakage was located at site. The set was in use for two days. Blood glucose levels were between 350-500 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.